Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker migrated out of its original position. A revision was performed to reposition the device. This device remains in service. No additional adverse patient effects were reported.